Event description:
The customer reported that the pump battery would not charge even after various attempts, including using a different wall adapter and charging cable. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.